Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Were any concomitant procedures performed? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? When was the mesh exposure first noted by a physician? Has there been any medical or surgical intervention for the pv bleed and recurrent uti? If yes, please describe. Are there any pictures for evaluation? Product code and lot number? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure in 2009 and the mesh was implanted. The patient experienced posterior introital mesh exposure, minimal symptoms, slight pv bleed plus recurrent uti. Exam revealed non-tender exposure. 8x5x5mm portion was excised on (B)(6) 2019 during cystoscopy. Additional information was requested.